Event description:
It was reported that during a da vinci sacrocolpopexy procedure, the cable of the large suturecut needle driver instrument snapped. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument grip cable was derailed and frayed at the distal idler pulley. The frayed strands stuck out at the wrist. Additionally, the instrument's pitch cable was found to be broken inside of the housing, resulting in a loose wire at the clevis area. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear. Failure analysis investigation also found the following additional damages to the instrument: the clamping pulleys were corroded, covering some of the cables on the rails. It was concluded that the corrosion damage likely occurred due to improper cleaning. The reprocessing instructions specifically states: cleaning, disinfection, and sterilization general information and warning: - read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. There are indentations at the edge of the instrument's distal pulley and visible scratches on the surface of the pulley. It was concluded that the damages found to the distal pulley were likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable, if to recur, could cause or contribute to an adverse event.